Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging of a thermal event to a replacement dreamstation auto bipap device. The user alleges where you plug the unit in, it is burned out, and there are burn marks around the plug. The user also alleges there is melting inside the plug and the device caught fire. There was no report of patient harm or injury. The device has not returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device caught on fire, burn marks around where the power supply is plugged in. A philips pollen filter was returned with the device. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The p4 dc jack power connector was observed to have corrosion and unknown type of potential rust on it. Therefore, a known good p4 dc jack power connector was used, along with a known good power supply and power cord. Pil powered on the device and initiated therapy verifying airflow. Review of the error logs showed the device had 662.7 blower hours and 615.1 therapy hours. There were 4 errors logged. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data showed a 55.6% compliance rate, and patient used an adaptive setting with tube temperature set at 3 and humidification setting at 5. During the investigation, product investigation laboratory observed that the philips pollen filter contained an unknown dark gray dust like contamination and hair-like fibers, unknown contamination on the top enclosure, front panel, rear panel, and the bottom enclosure. Product investigation laboratory observed hair-like fibers on the top enclosure and the bottom enclosure. Pil observed a rust like contamination on the p4 dc jack power connector and the bottom enclosure. Inv1023 addresses the issue of liquid ingress to the p4 dc power jack connector. Evidence of liquid ingress with an unknown white dust like contamination consistent with mineral deposits on the blower motor and the blower box. Observed evidence of liquid ingress with an unknown white dust like contamination consistent with mineral deposits on the water tank, humidifier lid, lid seal, dry box seal, heater plate, and the bottom cover. An unknown dust like contamination on the rear panel. Unknown contamination on the rear panel. Product investigation laboratory observed hair-like particles on the bottom enclosure of the humidifier. Pil observed that the lid latch appeared to have been damaged, three of the screw bosses on the bottom enclosure appeared to be damaged and one of them was completely broken off. The heater plate shield had discoloration to it likely due to liquid ingress. In box d: device avail. For eval? (Rfb) and date returned (rfb) was updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.